Manufacturer narrative:
Concomitant products: product ID 97740, serial# (B)(4), product type programmer, patient; product ID 3487a-33, lot# j0333642v, implanted: (B)(6) 2003, product type lead; product ID 377775, lot# j0546515v, implanted: (B)(6) 2006, product type lead; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 7434a, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient first observed the power on reset (por) ¿last week.¿ the patient went to check ¿how much battery they had left in the remote and when put it on the doctor came on and said por.¿ it was noted that there was display showing a ¿call your doctor¿ icon. The patient stated that they had not let the battery go dead or had any medical procedures. It was noted that the patient had not felt stimulation for two weeks prior to (B)(6) 2014. It was also noted that the patient was not able to adjust stimulation. The patient called the healthcare professional (hcp) but the hcp was surgery ¿wednesday/thursday¿ and so the hcp had a manufacturer representative call the patient. The patient stated that they did not get the message until late ¿friday.¿ then, the patient called an individual ¿this past monday¿ and left a message. The patient stated that they had not heard back from this individual. The patient called the doctor again and was directed to call the manufacturer. The patient was walked through clearing the por. The patient turned the stimulation back on, as it was off, and was able to increase and felt stimulation again. The patient stated that they charged two weeks prior to (B)(6) 2014 and still had battery left. The patient had ¿half a battery¿ according to the patient programmer. It was noted that caller education on patient programmer use resolved the reported issue.